Event description:
Nellcor received a report of pt having been difficult to ventilate while an 8sct tracheostomy tube was in use. Hosp reported upon inspection by fiber-optic bronchoscopy, the tube was determined to be kinked. The pt was intubated orally and pt's condition was said to stabilize.